Manufacturer narrative:
Concomitant medical devices: 1488tc pacesetter lead, implanted (B)(6) 2005.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) on the right ventricular (rv) lead. The patient had chest pain at the device site following the shocks. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.